Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm with the homechoice (hc) machine during initial drain. The care giver (cg) stated that she just got out of the hospital the previous day after having problems with her catheter. The cg noted that she saw air in the patient line. The technical service representative (tsr) advised the cg to start over with new supplies. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated the hp was in the hospital to have her catheter removed. The nurse stated hp's catheter moved which caused problems with her pd therapy. The nurse stated the hp has been moved to hemodialysis but was expected to return to pd therapy in 3 weeks. Per the nurse, the hp was doing well on hemodialysis.

Manufacturer narrative:
(B)(4).the low drain volume alarm was confirmed. The root cause was air the line which is a known cause of the alarm. The lot number was unknown, therefore no batch review was performed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.